Event description:
It was reported that the patient experienced withdrawal because of a 'nodule' on her back that blocked the catheter. The patient stated that they were to have a refill on (B)(6) 2012 and would not need another refill for 2-3 months. The withdrawal occurred due to granulomas (the 'nodule') at the tip of the catheter. The doctor was not able to pull any drug from the catheter. The patient stated that the granulomas 'grew in a scar tissue way' and completely blocked the catheter. Patient symptoms included vomiting and the inability to control her bowel or bladder. The patient indicated that at the time of the report she was on a high dose of morphine and lower doses were not effective. It was unclear if the catheter was surgically revised. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the event was attributed to catheter. The issue was unknown. A catheter dye study and pump rotor study were performed on (B)(6) 2012. The catheter was found patent. The pump rotor study showed normal results. The patient experienced signs and symptoms include diarrhea, chills and muscle aches. The patient was not hospitalized due to the event. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).